Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Intermittent button press noted during testing due to corroded keypad traces. Unit had missing end cap sicker and scratched display window noted during visual inspection.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that she was not eating due to thyroid condition. Nothing further was reported.